Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a blank display on the insulin pump. Leading up to the incident, the customer reported the pump alerting four times to change the battery and on the fourth battery change, the screen went blank. No further details given. The insulin pump will not be returned for analysis.